Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effect of hematoma and pain are listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 7f sheath after a left heart catheterization interventional procedure. Reportedly, the proglide device deployed fine. After knot advancement was completed successfully, slight tissue tract oozing and quarter sized bleed on the dressing were noted. The bleeding was not pulsatile and no treatment was performed. While in the recovery room, the patient developed a hematoma. Manual compression was applied but after pressure was relieved the patient developed an even bigger hematoma, approximately 20cm. An extended time of manual compression and eventually a sand bag were used to treat the hematoma in the groin. Morphine was given to the patient for pain and at that point the patient became "loopy" from the medication; therefore, narcan was used to reverse the morphine. The patient's stay was extended and is doing fine. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.